Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process. The customer's blood glucose value was unknown. Customer stated the drive support cap is flush. Customer reported damage to the pump. The customer declined troubleshooting for high blood glucose and low blood glucose value. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.